Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump had failed audio test due to no difference in volume level. The customer¿s blood glucose level was 6.3 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The audio tone/vibrate feature on the insulin pump functioned properly during testing. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 6 of the ambient light sensor (u1).